Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that while aspirating air was visible in the sheath. The bubbles were observed at the sheath shaft. Dilator, farawave, guidewire were inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. A new sheath was opened and the procedure was completed. No patient complications have been reported. The product is not expected to be returned as it was disposed.